Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a cartridge case with residue/debris on product. Visual inspection found the lens returned stuck in cartridge with residue on lens. The cartridge was returned in a device tray. Visual inspection found no visible damage to the device with residue in cartridge. Claim# (B)(4).

Manufacturer narrative:
Investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -6.50/1.0/108 (sphere/cylinder/axis) lens tear/break before loading while removing from vial on (B)(6) 2022. The lens was not implanted into the patient's eye. During the same surgery a backup lens was used and the problem was resolved. Cause reported as device. "Lens had a tear already in the vial. Hence backup used."